Event description:
Revision of left knee acl due to ligament laxity performed on (B)(6) 2015 at (B)(6). Primary surgery on (B)(6) 2014. Reason for revision; unstable knee. Femoral rigidloop remained insitu. Tibial intrafix removed to allow for lars ligament repair to be performed on tibial side to tighten up the ligament. Patient recovering as expected post surgery. Patient details; (B)(6) year old female. Dob: (B)(6). This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming. See associated medwatch # 1221934-2015-00865

Manufacturer narrative:
The complaint device is not being returned and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.